Event description:
Report received from abbott affiliate of air entering the syringe. It was reported that during set-up of the custom monitoring kit, air was noted to enter the syringe. The operator visualized the syringe and noticed that there was a "flash" of rubber debris coming off the rubber piston. The monitoring kit was not used on a patient. Though requested, no additional information was provided.